Event description:
The patient was seen again on (B)(6) 2017. The previously reported date of 2017-mar-27 does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-27. It was reported that the patient's pump was scheduled to be removed on (B)(6) 2017. The patient was still deciding if she wanted the pump replaced or explanted.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that following the motor stall, the patient was given oral medication to supplement as directed. The patient was seen again on (B)(6) 2017, and it was found that a motor stall recovery occurred, followed by another motor stall. The pump was programmed to minimum flow rate. The cause of the motor stalls was not determined, and the patient was scheduled for pump replacement or possible explant. The situation was considered unresolved, and no further complications were reported or anticipated.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient's implanted infusion pump containing bupivacaine (29mg/ml at 9.7mg/day) and dilaudid (12mg/ml at 4mg/day). The indications for use included non-malignant pain and other non-malignant pain. It was reported that while the patient was in the hospital for reasons not related to the device or therapy, a motor stall was seen upon interrogation of the pump. The motor stall occurred on (B)(6) 2017 at 04:02, and was active at the time of report. The patient did not recently undergo magnetic resonance imaging (MRI), and no sources of electromagnetic interference (emi) or magnetic fields were present. The patient was in bed sleeping at the time of the stall. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.